Event description:
It was reported that noise was observed on the device's stored egms. The noise was reproduced with positional and isometrics testing. Technical services discussed a potential lead fracture. As a result, the pace/sense portion of the lead was capped and replaced, the defibrillation portion remains active.